Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female patient was scheduled for impella cp implant for mechanical circulatory support. During the attempted delivery, the impella cp pump was said to have met resistance. It was noted that the device would not track over the aortic arch due to severe calcification and existing aortic stenosis. Due to the noted issue, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The root cause of the delivery issue was determined to be patient condition because the patient anatomy and impella was unable to pass over the aortic arch.